Event description:
It was reported that the pt had revision surgery due to cup dislocation and fractured screw.

Manufacturer narrative:
The device was not manufactured in the us. Evaluation of this device is to be performed at the mfg facility. When completed, the evaluation summary will be submitted in a supplemental report.